Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 7:40 am, the result from the meter using strip lot 49016921 was 4.3 inr. At 7:59 am, the result from the meter using strip lot 49682021, expiration date 31-mar-2021, was 2.5 inr. The customer has a therapeutic range of 2.0-3.0 inr.

Manufacturer narrative:
The customer returned strips from lot 49682021 for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr qc 2: 5.2 inr qc 3: 5.2 inr the maximum difference between measurements was 0 %. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.